Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Log files were returned, but they were not tactisys quartz log files and were not able to be analyzed. A video was also submitted that showed an ensite screen during an ablation. Contact force was displayed and power and temperature both increased. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation redo procedure, a tamponade occurred which required surgery to stabilize the patient. Hypotension was observed so an echocardiogram was performed which revealed a pleural effusion. A thoracentesis was done but the bleeding continued so a blood transfusion was administered which stabilized the patient. The patient was transferred via samu of paris to another hospital for a scan and surgery. There was a lesion in the left superior vein most likely done during the transseptal puncture. While performing the cti part of the procedure, a steam pop occurred and a rise in impedance. It was also noted that great contact was not achieved and when this was noted, the physician would stop the rf. The patient is currently stable. There were no reported performance issues with any abbott device.